Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: na; this manufacturing site is not FDA registered and the devices produced by this site are not distributed or sold in the us. A coil fragment of the sion guide wire that was cut in approximately 20mm from the tip was returned for evaluation. The fragment was bent and widened coil pitch was found at multiple spots. At approximately 4mm from the tip, adhesion of the reported vessel tissue was confirmed. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that the coil of the sion guide wire bit the vessel tissue when it was stuck in the peripheral vessel. The coil pitch was likely widened due to stress generated with removal. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effect] damage to a vessel, including possible vessel perforation.

Event description:
It was reported that vessel damage might have caused by an asahi sion guide wire that was used in a percutaneous coronary intervention (pci) to treat a moderately calcified 90-99% stenosis in segment 15 of the left circumflex artery (lcx). The guide wire was delivered to the peripheral vessel when it became stuck in the small branch. An asahi corsair microcatheter was delivered to release the stuck guide wire. The guide wire was successfully removed. A tissue-like object was found attached to the distal tip of the removed guide wire. No additional action was taken to resume the procedure. Stent deployment was performed. The pci was successfully completed with reestablished blood flow. The physician commented that the branch was so small and thus the guide wire got stuck. When removing the guide wire, the guiding catheter was pulled in because the guide wire was stuck strongly. There were no adverse patient effects associated with this event. The patient was fine after the procedure.